Manufacturer narrative:
Note: lumiradx inc. Purchase steripack sterile polyester spun swabs for sale/distribution to customers for use in patient sample collection, for testing with lumiradx products. Lumiradx received a report from a customer on (B)(6) 2023, identifying that a steripack sterile polyester spun swab broke in the patient's nose when attempting to collect a nasal sample. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event. Event details were reported to the swab manufacturer for investigation. The receipt of any new information pertaining to this event will be submitted in a follow-up report.

Event description:
The customer reported that the swab broke in patient's nose while swabbing. No patient harm, injury or adverse health consequences reported.